Event description:
While inserting the 4.5mm cannulated screw into the fracture site, the head of the screw snapped off. No injury, prolonged case as the surgeon had to remove the broken screw and apply bone graft.